Manufacturer narrative:
Additional information was received that the ipg will be replaced per physician's preference. No device malfunction was suspected.

Event description:
A report was received that the patient was not able to charge the ipg. It was noted that the ipg had flipped lower in the pocket causing some discomfort during charging. The patient had to push on the ipg to shift it away from the pocket site in order to relieve the discomfort. There was no way to confirm if the ipg had moved from the original location. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was not able to charge the ipg. It was noted that the ipg had flipped lower in the pocket causing some discomfort during charging. The patient had to push on the ipg to shift it away from the pocket site in order to relieve the discomfort. There was no way to confirm if the ipg had moved from the original location. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was not able to charge the ipg. It was noted that the ipg had flipped lower in the pocket causing some discomfort during charging. The patient had to push on the ipg to shift it away from the pocket site in order to relieve the discomfort. There was no way to confirm if the ipg had moved from the original location. The patient will undergo a revision procedure wherein the ipg will be replaced.